Event description:
The pt's family member called lifescan in 12/2004 and alleged that the pt's meter was reading inaccurately high. The pt's family member alleged that the pt was obtaining high blood glucose readings while experiencing hypoglycemic symptoms. The pt's family member gave the pt an injection of glucagon and called the paramedics. The pt's family member tested the pt with the suspect meter and the result was 234 mg/dl. The meter was being compared to feelings/normal readings, which is an invalid comparison, however it is evident that the meter was reading inaccurately based on the pt's hypoglycemic symptoms. This meter was not used until the pt was symptomatic and the paramedics had already arrived, therefore it did not contribute to the pt's serious injury. The case is being reported as a meter malfunction. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed a control solution test, which passed. A replacement meter is being sent to the pt.